Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of meniscoplasty, after insert into articular cavity, did not insert into meniscus, the needle was broken off. The complaint device was received and evaluated; on visual inspection it could be observed that the needle is broken in 2 separate pieces and it remains inside the silicon sleeve. The plates and sutures are in good condition. A manufacturing record evaluation was performed for the finished device 7l70315 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to be broken. As per IFU 109282, the steps for proper needle insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during a meniscoplasty procedure on (B)(6) 2021, it was observed that the needle on the omnispan meniscal repair system/27 degree device broke off after it was inserted into the articular cavity; therefore, was not inserted into meniscus. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.